Event description:
It was reported that the insulin pump alarmed and insulin squirted out during the manual prime process. Blood glucose reading was 157 mg/dl. No numbers appeared on the screen and no beeps were heard. Reporter was unable to leave the prime process. Drive support cap appears to be damaged. Advised to return the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a loose and protruded drive support disk. The prime test could not be performed and no alarm for a loose drive support disk could be verified due to a motor error alarm. The insulin pump was received with a cracked case at the display window corners and battery tube threads, and a severely scratched display window.